Manufacturer narrative:
No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device evaluation: the report of motor alarms was confirmed during the evaluation of a data log file retrieved from the returned centrimag 2nd generation primary console. The log file did not capture any events on the reported event date of (B)(6) 2018. At approximately 08:07 on (B)(6) 2018 the log captured a brief system shutdown initiated message followed by a system alert:s3 and set pump speed not reached:m5 alarms. During this time pump speed dropped from approximately 4000rpm to approximately 3100rpm. The alarms were muted but soon after the console alarmed with motor alarm:m4 and flow was captured at 0lpm; despite this the motor continued to support the pump at approximately 3100rpm. At approximately 08:15 on (B)(6) 2018 pump speed was changed to 4000rpm but the system continued to operate the motor at approximately 3100rpm. The returned centrimag 2nd gen primary console and its associated flow probe were evaluated and tested by tech service. The reported complaint could not be reproduced during testing. No alarms occurred when the returned console was powered up. Log files were retrieved successfully. The returned console was functionally tested per the centrimag 2nd gen primary console service process and it passed all tests. Both the returned console and flow probe were found to function as intended during testing. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a console or flow probe related issue. Although the root cause of the reported event could not be conclusively determined, based on previous complaint experience, similar reports have been a related to a motor related issue or a connection issue between the motor and console. However, the motor used at the time of the reported event was not returned for analysis. Reports of similar events will continue to be tracked and monitored. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was being supported by the centrimag console which was running a centrimag pump. It was reported that m3 motor disconnected and m5 motor current failure was observed while the patient was in the intensive care unit (ICU). A perfusionist was called in and switched patient to back up console while utilizing the same motor, and patient had no adverse consequences and no further alarms observed following the console replacement. The pump never stopped or lost rpms. No additional information provided.